Event description:
Caller alleged discrepant results with inratio meter compared to the lab. Results as follows: date: (B)(6) 2013; inratio results: (3.5, 1.3, 1.1); lab: (1.3). Tests were performed right after each other, all within fifteen (15) minutes. Pt's therapeutic range is 2-3. The customer did not use the first drop of blood while testing on the inratio meter. Moreover, the meter was not in correct mode when the finger-stick was performed.

Manufacturer narrative:
Pending investigation.